Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker, local infection / subacute chronic osteitis, preceding/simultaneous bone augmentation, infection of the bone grafting, pain, swelling, fistula, inflammation.